Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 10/03/2018 to 2/27/2020 and confirmed that this device was not previously returned for servicing and there were no production failure/s which correlate/s to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer reports their 8100 (sn: (B)(4)) not calibrating. Failure device type: failure problem type: failure mode: case resolution: customer reports during calibration, they received a message the pump could not be calibrated. Recommended replacing bezel assembly. If fault does not clear, reinstall old bezel assembly, and send in for repair. Customer will move forward with replacing bezel assembly. Ended call. Ref:_00d30y0yr._5000l1qigmv:ref